Event description:
It was reported that balloon rupture occurred. The target lesion was an area of in-stent restenosis. A 4.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, upon inflation at 18 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.